Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that blood glucose value went over 600 mg/dl and had to go to the hospital. It was explained that the customer bolused multiple times but blood glucose kept rising. The customer stated that the issue was still occurring the day of the call because blood glucose value was between 340 and 380 mg/dl after treating with a bolus for a meal. The customer changed the entire set and when the set was removed, it was found that the cannula was completely dry as if no insulin had been delivered. The customer had called earlier and had done some troubleshooting but still had to do the high pressure test. Since the issue persisted, the customer declined to complete troubleshooting and requested the insulin pump to be replaced. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.